Manufacturer narrative:
(B)(4).

Event description:
The patient was having painful stimulation and the device was turned off. The patient later requested explant due to neck pain. It was then reported that the patient was referred for explant due to concern for symptoms still causing dysarthria despite the device being off for years. Information was received that the patient has high impedance. It was noted that the patient expressed discomfort when the device was stimulating so it is now off. It is unknown when the high impedance first occurred but it was noted that the physician attributed the dysarthria to the high lead impedance when the device was stimulating. It was also noted that the physician mentioned that the dysarthria would occur when other devices such as dbs or other vns devices were being programmed near the patient. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The low output was determined to be a false low output indicator related to a software issue, which is a non-reportable event. The only reportable event is the dysarthria. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was noted there seemed to be miscommunication about the patient having high impedance. Diagnostics showed normal impedance but low output current. The device was explanted. The explanted device has not been received by the manufacturer to date. No further relevant information has been received to date.